Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during fill 7 of 8 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2267 alarm that occurred on the home choice (hc) unit during fill. The technical service representative (tsr) assisted the hp with clearing the alarm. The hp discontinued therapy for the evening. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The hp confirmed they just ended therapy for the night. They were not sure what caused alarm. The sample was discarded and the lot number was unknown. The hp has continued therapy no injury or medical intervention reported as a result of this incident.